Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to hypoglycemia. The patient's blood glucose levels reached 15 mg/dl while wearing the pod between 5 and 24 hours on the arm. Symptoms reported include loss of consciousness and seizures. The patient was at the hospital for a day for observation and was released the following day. No treatment was provided.